Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during an associated device procedure, the pulse generator exhibited backup vvi operation. The device had recently been cardioverted. A device software download was performed successfully and normal device function resumed.